Event description:
It was reported that the right ventricle lead exhibited high capture thresholds, high pacing impedance, and sensing noise. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.